Manufacturer narrative:
Concomitant medical product: dtba1d1 crtd implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a shock and presented to the emergency department. One shock from the device was noted and there was possible detection of atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr.) Right atrial lead p wave undersensing and oversensing during the arrhythmia was also reported. Follow-up was attempted with the physician's office but no information could be obtained. The device and lead remain in use. No further patient complications have been reported as a result of this event.